Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported she was changing the insulin cartridge of her insulin infusion device when the plunger got stuck on the piston rod and insulin leaked into the cartridge compartment. She stated there was only about 1 unit left so the insulin did not pool up within the cartridge. The patient stated she had already dried out the compartment. The patient was educated on how to remove the plunger from the piston rod and how to properly change the insulin cartridge. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.